Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
Investigation has been finalized. Our field service engineer investigated the system and based on technician statement, the membrane has been cleaned and double channel plate has been replaced. The issue has been resolved and the device was delivered to the user in working condition. No parts were returned for investigation. There is no information about in what way the double channel plate has been malfunctioning and unfortunately, device logs have not been available for the further analysis of the issue. The device failed to meet its specifications. The root cause to the reported issue has not been determined.

Event description:
It was reported that the anesthesia machine failed the leakage test during system checkout. There was no patient involvement. Manufacturer's ref. #: (B)(4).